Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device after a percutaneous transluminal angioplasty interventional procedure using a 7f sheath. Reportedly, a suture break occurred. Proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture break on knot advancement with the suture trimmer¿ was not confirmed as the suture and suture trimmer were not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot no updated from 1071242 to 1081642. D4: expiration date updated from 5/31/2023 to 6/30/2023. H4: device mfg date updated from 7/12/2021 to 8/16/2021.

Event description:
Subsequent to the initial report, the following clarification was noted: the suture broke on knot advancement with the suture trimmer.